Event description:
It was reported that during change out of the patient's pulse generator, an insulation breech was noted on the ventricular lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.